Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2018. The patient presented on (B)(6) 2019 and had loose glenoid baseplate. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
The loosening reported cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices remain implanted and no images, radiographs, or relevant product information were provided. D1: corrected h6: corrected health effect, component, and investigation clinical codes. H10 related report numbers: 1038671-2025-02318 and 1038671-2025-02317.